Manufacturer narrative:
The harmonic ace curved shears insert accessory were discarded by the site and will not be returned to isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, while the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the blade on the insert accessory broke off and fell into the patient. While the blade was retrieved from the patient and there was no patient harm, adverse outcome or injury due the blade falling into the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event. It is unknown what caused the blade on the insert accessory to break off and fall into the patient. The instruments and accessories user manual specifically states: general precautions and warnings: avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade, which may be identified by a generator solid tone or an instrument error. Scratches on the blade tip may lead to premature blade failure. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, while the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the blade on the insert accessory broke off and fell into the patient. The blade was retrieved from the patient. No patient harm, adverse outcome or injury was reported. The insert accessory was discarded by the site and will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigation. On (B)(4) 2016 isi received additional information from the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator, the surgeon was cutting around the patient's uterus using the harmonic ace curved shears instrument with the insert accessory installed and that the insert accessory may have made contact intra-operative contact with the installed colpotomy ring. During use of the reported device, there was no observation that the harmonic ace curved shears instrument with the insert accessory installed was activated while there was no tissue between the insert's clamp and blade. The blade was laparoscopically retrieved from the patient and no additional surgical procedure was required to remove the broken blade. There is no video recording of the planned surgical procedure. On (B)(4) 2016, isi received additional information from the surgeon who performed the surgical procedure. The information provided by the surgeon is consistent with the additional information that was provided by the site's robotics coordinator on (B)(4) 2016.